Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2.5 months after the dental implant was placed in ada site 26 in the mouth, it had not yet achieved osseo- integration. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2.5 months after the dental implant was placed in (B)(6) site 26 in the mouth, it had not yet achieved osseo- integration. The product will be forwarded to the manufacturer for investigation. There were no reported complications.